Event description:
It was reported, during an implant procedure, the helix was extended and retracted numerous times and eventually considered non-operational. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event. It was reported the lead was attempted but not used due to a non-operational helix. (B) (6) -2010: it was reported, during an implant procedure, the helix was extended and retracted numerous times and eventually considered non-operational. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned with the helix fully retracted and the distal conductor distorted within the connector. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis showed the inner insulation was kinked, and the lead was stretched.